Event description:
It was reported that at 506,117 joules while using the surgical fiber during a prostate procedure, the fiber tip became loose and the output beam was observed to be flashing. Time expended: 56:27 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-444a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap appears severe charred detritus adhesion; the metal cap adhesion location exhibits burnt glue. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.